Manufacturer narrative:
Investigation: one sample was received. It came in a plastic ziploc bag. Visual inspection was performed using a magnifier lens. No foreign matter of any kind was observed. The plunger rod was removed and no defects were observed. Failure mode was not verified. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that a bd¿ syringe ll tip had a large piece of white lint/fiber on the top of barrel plunger. Customer¿s verbatim: ¿ lot 8270779 - syringe was discovered with a large piece of white lint/fiber on the top of barrel plunger. Incident date 3/4/2019.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe ll tip had a large piece of white lint/fiber on the top of barrel plunger. Customer¿s verbatim: ¿ lot 8270779 - syringe was discovered with a large piece of white lint/fiber on the top of barrel plunger. Incident date (B)(6) 2019.¿